Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during partial thickness rotator cuff tear repair, three (3) anchors from the same tendon anchors set snapped in half at the top of the ¿u¿ during insertion. The pieces were removed from patient using handheld graspers. Procedure was completed, after a 10-15min delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the raw material specifications and that it must include a certificate of analysis from each raw material supplier. A slip of chart labels for the complaint device was received. No packaging or device was returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. The operative report provided has been reviewed and does not indicate a root cause for the breakage. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.